Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 4.0.2, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time"[1]""[2]""[3]"..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. "[1]" beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 "[2]" welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 "[3]" puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158"

Event description:
It was reported by the patient's mother that the patient had hyperglycemia while wearing two different pods. The first pod was worn for approximately 36-48 hours and was found to have a bent cannula (event reported separately under MDR report # 3014585508-2026-41088-00). The second pod was worn for less than one hour and was found to be leaking onto the adhesive, and the adhesive started to peel. The patient's blood glucose levels reached approximately 545 mg/dl. The mother had a 5 minute phone call with an endocrinologist who diagnosed the patient with diabetic ketoacidosis (dka). Symptoms reported include feeling sick, vomiting and had a stomachache, had large ketones. The patient was treated with home administered 28 units of lantus (long - acting), and 9 units (slow-acting) insulin. The pod was removed at the time of the event.